Event description:
A report was received that the patient was unable to charge the ipg due to its placement. The patient underwent a revision procedure wherein the battery was relocated. The patient was doing well postoperatively.